Event description:
Dealer states "chair is pulling hard to the right side, he said, he troubleshooted with tech, but problem still exists. Per al in tech, need to replace right motor." (B)(4). No injuries alleged.

Manufacturer narrative:
(B)(4) has been initiated for this event. Model tdx si hd, serial number/date (B)(4) is approximately 6 months of age. The owner's manual part number 1154294 (rev h jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges the chair is pulling hard to the right side, he alleged he troubleshot with the tech, but problem still exists.